Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the device felt like it was overpowering them somehow and they were having discomfort from it and they couldn't turn it down much more. Patient mentioned that they turned the therapy off 4-5 days ago to see what would happen and they're no longer having any discomfort but they still have the sensation that the device was working. Patient stated that it was burning, it felt too strong, it was going down into their legs and to a certain extent they still felt some of that but it's much less and they don't have the burning sensation. Agent asked the patient when they first noticed the discomfort from the device and patient stated it has been over a week ago and it had been uncomfortable for maybe a week or so or more. Patient added they're not planning on turning the therapy back on for now. Patient requested their manufacturing representative (rep) to contact them. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient's scheduled to see a nurse for a cath change on thursday.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H1 - correction sent to change to serious injury (retention was already coded and reported). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.